Manufacturer narrative:
Plant investigation: the cycler was returned for investigation and the reported complaint symptom code ls00 (display brightness problem) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated that the cycler has a display brightness problem in setup step number not provided. The brightness was set to =10. Caller stated that the letters were hard to read in the screen display. Patient has manuals and the patient reverted to manuals to complete treatment. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. During investigation of the returned cycler it was discovered the functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational.